Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was initially reported by the contact that the customer had run out of supplies and due not managing the blood glucose (bg) well with insulin injections, the bg elevated. However, the customer reported that the pump was in use at the time of the high bg (458 mg/dl) and the cause was not known. Correction boluses were delivered. The customer went to the emergency room (ER) and was admitted to the hospital for diabetic ketoacidosis (dka). Insulin injections, intravenous insulin and fluids were administered. The customer was discharged the next day with the high bg and dka resolved. The bg level was 160 mg/dl. As the event had occurred in the past, tandem technical support was unable to troubleshoot.